Event description:
Customer reported an issue with the pump not loading a cartridge, despite trying three times. There was no adverse impact to the customer's blood glucose level. Technical support received unclear photographs of the issue, identified no obstruction from an o-ring, and reached out to the customer for further assistance.